Event description:
It was reported that during a follow up check, this pacemaker was found to be in safety mode. The patient had no symptoms and was sent home, and a device replacement procedure was scheduled for as soon as possible. However, the next morning, the patient collapsed at home and was immediately admitted to the hospital. In the cardiac care unit (ccu), the patient was observed to have one pause in their rhythm of eight seconds, with symptoms of presyncope. The device was explanted and replaced later that afternoon. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. As noted in the physician's letter, safety mode parameters such as unipolar sensing may result in the unintended clinical impact of myopotential oversensing-associated pacing inhibition, which may have occurred with this patient.

Event description:
It was reported that during a follow up check, this pacemaker was found to be in safety mode. The patient had no symptoms and was sent home, and a device replacement procedure was scheduled for as soon as possible. However, the next morning, the patient collapsed at home and was immediately admitted to the hospital. In the cardiac care unit (ccu), the patient was observed to have one pause in their rhythm of eight seconds, with symptoms of presyncope. The device was explanted and replaced later that afternoon. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.